Event description:
The device was used during arcr surgery and it was noted that the activation was intermittent. Just after a while of use, the device sparked and was taken out from joint space. It was also noted that the part of active tip of the device was broken. It was brand new and the first use when the issue was happened. It was reported that there is nothing left in the patient. The surgery was completed with a five-minute delay. The patient is now under observation. The backup device was used to complete the case. Additional information: did the electrode produce sparks while in the joint? ->yes if so, can you provide us a video clip of sparking?->not available. Was the electrode activated in an air pocket in the joint?->yes had electrode been trialed prior to inserting into cannula?->no. What was the total time in saline? ->unknown. What was the total time of rf activation and the longest single activation time?->unknown. Was the electrode buried/ covered in tissue? ->unknown for extended periods of time?-> the issue was noted right after starting of activation. Was the electrode activated outside of the body/saline field?->no. If so, was it before or after the incident? Did the tip of the electrode fall into the patient?->yes, but removed from the patient. Were all pieces removed from the patient?->yes. What is the serial number of the device?->unknown.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual observation of the electrode reveals the distal tip shows signs of activation. There is tissue debris around the tip and saline solution stains on device surface and in the suction tube. Under magnification, it was observed that the manifold shows signs of melting between 8 - 9 o'clock positions of the tip. This damage to the tip would lead to the sparking at the active tip, confirming this complaint. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was provided to determine if the above mentioned factors contributed to this failure. Due to an increasing trend in the number of this reported failure, a supplier corrective action has been initiated. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully; this aptitude is not presently ensured by the training program or by the electrode design. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. This CAPA is currently being monitored for its effectiveness. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaints of any kind for this lot of devices that was released to distribution. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The device was used during arcr surgery and it was noted that the activation was intermittent. Just after a while of use, the device sparked and was taken out from joint space. It was also noted that the part of active tip of the device was broken. It was brand new and the first use when the issue was happened. It was reported that there is nothing left in the patient. The surgery was completed with a five-minute delay. The patient is now under observation. The backup device was used to complete the case. Did the electrode produce sparks while in the joint? ->yes if so, can you provide us a video clip of sparking?->not available. Was the electrode activated in an air pocket in the joint?->yes had electrode been trialed prior to inserting into cannula?->no. What was the total time in saline? ->unknown. What was the total time of rf activation and the longest single activation time?->unknown. Was the electrode buried/ covered in tissue? ->unknown for extended periods of time?-> the issue was noted right after starting of activation. Was the electrode activated outside of the body/saline field?->no. If so, was it before or after the incident? Did the tip of the electrode fall into the patient?->yes, but removed from the patient. Were all pieces removed from the patient?->yes what is the serial number of the device?->unknown.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
The device was used during arcr surgery and it was noted that the activation was intermittent. Just after a while of use, the device sparked and was taken out from joint space. It was also noted that the part of active tip of the device was broken. It was brand new and the first use when the issue was happened. It was reported that there is nothing left in the patient. The surgery was completed with a five-minute delay. The patient is now under observation. The backup device was used to complete the case. Additional information: did the electrode produce sparks while in the joint? Yes. If so, can you provide us a video clip of sparking? Not available. Was the electrode activated in an air pocket in the joint? Yes. Had electrode been trialed prior to inserting into cannula? No. What was the total time in saline? Unknown. What was the total time of rf activation and the longest single activation time? Unknown. Was the electrode buried/ covered in tissue? Unknown for extended periods of time? The issue was noted right after starting of activation. Was the electrode activated outside of the body/saline field? No. If so, was it before or after the incident? Did the tip of the electrode fall into the patient? Yes, but removed from the patient. Were all pieces removed from the patient? Yes. What is the serial number of the device? Unknown.